Event description:
Customer reported via phone call that they were experiencing low blood glucose and was unconscious. Customer's blood glucose level was 20 mg/dl which was treated with food. Customer's current blood glucose level was 164 mg/dl. Trouble shooting was performed. Customer thought insulin pump was over delivering insulin and was giving too much insulin. Customer was using the insulin pump system within 48 hours of reported event. It was unknown if auto mode feature was active or not at the time of incident. The reservoir will not be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.